Event description:
Customer states while disconnected insulin squirted out during the prime. Current blood glucose is not available. Advised customer that to return pump back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but prime alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked belt clip slot and cracked battery tube threads.